Event description:
It was reported that pump battery would not charge and caller could not confirm whether any low power or shutdown alerts had occurred, with pump user unavailable at the time of the initial report. There was no reported impact to the customer¿s blood glucose level. No corrective actions or outcomes were available, and further details were pending follow-up from the customer.